Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600mg/dl on the meter and high ketone levels. The cause of elevated bg was unknown. Customer called the emts to assist with elevated bg. Emts drove the customer to the emergency room (ER). The customer was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. A system check was performed, and it was found that the customer was using long acting insulin within the pump supplies. Tandem technical support informed the customer that long acting insulin is off label per the tandem user guide. Recommendation was made to consult with a healthcare provider regarding diabetes management.